Manufacturer narrative:
Facility name: (B)(6). The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) pca ii pumps had a battery failure during an unspecified process step. The pumps were removed from service. There was no report of patient injury or medical intervention associated with this event. No additional information is available.